Event description:
It was reported that pump displayed malfunction code 12 after pump fell from side table to ground and may have been exposed to x-ray while customer worked as veterinary technician. There was no reported adverse impact to the customer¿s blood glucose level. Technical support advised customer to update pump software, provided instructions to reset pump, confirmed malfunction did not recur after reset, and advised that pump use could continue.